Event description:
It was reported that during a da vinci hysterectomy procedure, it was noted that the endowrist one vessel sealer instrument's jaws locked on tissue and the medical staff could not get it to release. They tried hitting the estop and attempted the emergency release with no success. The surgeon was able to remove the instrument by cutting the tissue, and was able to continue the procedure with the pk dissecting forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of fragments falling into the patient. Intuitive surgical, inc. (Isi) contacted the clinical sales representative (csr), who stated that the tissue the vessel sealer instrument was attached to was the uterine ligament. The jaws locked while the surgeon was dissecting the ligament when the grips closed and would not open. The part of the ligament that was removed from the instrument jaws was the portion of the ligament that was to be removed during the da vinci hysterectomy procedure. There was no intervention necessitated.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed the investigation. Failure analysis observed that the instrument's tips were stuck. Visual inspection shows brown material stuck between the jaws. The jaws would not open manually using the thumbwheel. Further investigation shows the over mold nut located behind the jaws was stuck between the tang angles and the lead torque screw which mates with the nut, and would not rotate. As a result, the jaws would not open. No other damage was found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. Based on the information provided, this complaint is being reported due to following conclusions: the vessel sealer instrument's grips not opening even with the use of an emergency release wrench could likely cause or contribute to an adverse event, if the malfunction were to recur.